Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve (model lxa size 19, s/n (B)(4)) that was explanted on (B)(6) 2013 after 2.4 years due to high gradient and central leak secondary to structural valve deterioration.

Manufacturer narrative:
The device history record review was performed. Morpho-histological analysis will be performed on the valve. Method - preliminary device gross examination was performed on 11/20/2013. Device history records reviewed was completed on 12/03/2013 and the results confirmed the device met all material, dimensional and performance requirements at the time of manufacture and release. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.